Event description:
The customer's mother called to report that the insulin pump screen would go blank when pressing the backlight button. The mother was concerned that the insulin pump was shutting off completely and asked to have it replaced. The reported blood glucose reading at the time of the call was 190 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.